Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise was observed and oversensing of myopotentials was suspected. The physician reprogrammed the device and the patient was stable and will continue to be monitored.